Event description:
It was reported that one month after implant the patient was hospitalized due to poor wound healing at the implant site. The patient had wound debridement and new sutures. Following this procedure the wound healed and was considered resolved a week later. The device remains in use. The patient is enrolled in the panorama 2 clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 693565 lead, (B)(6) 2014. A 419578 lead, (B)(6) 2014. (B)(4).